Event description:
Dr. Went to grasp uterus with laparoscopic 5mm tenaculum and the tip (the actual tenaculum portion) broke off in the patient's abdomen, before he actually grasped anything. He did gather the piece and removed it from the abdomen. He then surveyed the entire abdomen and confirmed all pieces were removed. The broken instrument was removed from the surgical field. Karl storz representative was notified and came to the room. He inspected the device and device was sent with him for further inspection.